Event description:
It is reported that the patient's insulin pump was displaying multiple sensor errors and showing highly differentiated readings for sensor glucose and blood glucoses levels. The patient's blood glucose level was 228mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that the enlite sensor failed per specifications due to low readings. However, found the cannula was bent, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.